Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after the product insertion") and pneumonia ("pneumonia") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervicalgia in 2010 and pneumonia in 2004. Previously administered products included for an unreported indication: iud inserted. Concurrent conditions included drug intolerance. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during the product insertion"). On (B)(6)2013, the patient experienced the first episode of abdominal pain ("severe abdominal pain/abdominal pain in lower hemi abdomen (iliac right fossa) with exacerbations"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain unbearable"), inflammation ("inflammation of the abdomen"), the second episode of abdominal pain ("high punctures especially on the right side/ abdominal pain as a puncture"), gastrointestinal disorder ("intestinal problems"), menorrhagia ("menstrual cycle more intense"), menstruation irregular ("imbalances in the menstrual cycle"), erythema ("redness in the neck and head"), medical device discomfort ("she felt as if essure sticking") and hypomenorrhoea ("bleeding in lower quantity than her usual menstrual bleeding"). The patient was treated with metamizole magnesium (nolotil), omeprazole, ibuprofen and surgery (essure removed by laparoscopy through bilateral salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pneumonia had resolved. At the time of the report, the pelvic pain, procedural pain, pain, inflammation, the last episode of abdominal pain, gastrointestinal disorder, menorrhagia, menstruation irregular, erythema, medical device discomfort and hypomenorrhoea had resolved. The reporter considered erythema, gastrointestinal disorder, hypomenorrhoea, inflammation, medical device discomfort, menorrhagia, menstruation irregular, pain, pelvic pain, pneumonia, procedural pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contrast was not observed through fallopian tubes ultrasound scan - on (B)(6) 2013: essure normo-inserted; on (B)(6) 2014: essure visualized in the fallopian tubes. On (B)(6) 2014: analytical tests: mchc 32.2, neutrophils 47.6, eosinophils 6.7. On (B)(6) 2015: neck echography: thyroids without echographic alterations incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain after the product insertion") and pneumonia ("pneumonia") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervicalgia in 2010 and pneumonia in 2004. Previously administered products included for an unreported indication: iud inserted. Concurrent conditions included drug intolerance. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain during the product insertion"). On (B)(6) 2013, the patient experienced abdominal pain lower ("severe abdominal pain/abdominal pain in lower hemi abdomen (iliac right fossa) with exacerbations"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain unbearable"), inflammation ("inflammation of the abdomen"), abdominal pain ("high punctures especially on the right side/ abdominal pain as a puncture"), gastrointestinal disorder ("intestinal problems"), menorrhagia ("menstrual cycle more intense"), menstruation irregular ("imbalances in the menstrual cycle"), erythema ("redness in the neck and head"), medical device discomfort ("she felt as if essure sticking") and hypomenorrhoea ("bleeding in lower quantity than her usual menstrual bleeding"). The patient was treated with metamizole magnesium (nolotil), omeprazole, ibuprofen and surgery (essure removed by laparoscopy through bilateral salpingectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pneumonia had resolved. At the time of the report, the pelvic pain, procedural pain, pain, abdominal pain lower, inflammation, abdominal pain, gastrointestinal disorder, menorrhagia, menstruation irregular, erythema, medical device discomfort and hypomenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, erythema, gastrointestinal disorder, hypomenorrhoea, inflammation, medical device discomfort, menorrhagia, menstruation irregular, pain, pelvic pain, pneumonia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contrast was not observed through fallopian tubes ultrasound scan - on (B)(6) 2013: essure normo-inserted; on (B)(6) 2014: essure visualized in the fallopian tubes. (B)(6) 2014: analytical tests: mchc 32.2, neutrophils 47.6, eosinophils 6.7. (B)(6) 2015: neck echography: thyroids without echographic alterations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('pelvic pain after the product insertion'), pneumonia ('pneumonia') and abdominal pain ('high punctures especially on the right side/ abdominal pain as a puncture / serious abdominal pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia in 2010 and pneumonia in 2004. Previously administered products included for an unreported indication: iud inserted. Concurrent conditions included drug intolerance. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("pain during the product insertion"). On (B)(6) 2013, the patient experienced abdominal pain lower ("severe abdominal pain/abdominal pain in lower hemi abdomen (iliac right fossa) with exacerbations"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain unbearable"), inflammation ("inflammation of the abdomen"), abdominal pain (seriousness criterion medically significant), gastrointestinal disorder ("intestinal problems"), heavy menstrual bleeding ("menstrual cycle more intense / heavy bleeding during periods"), menstruation irregular ("imbalances in the menstrual cycle"), erythema ("redness in the neck and head"), medical device discomfort ("she felt as if essure sticking"), hypomenorrhoea ("bleeding in lower quantity than her usual menstrual bleeding"), mental disorder ("psychological problems"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), omeprazole and surgery (essure removed by laparoscopy through bilateral salpingectomy and essure removed by laparoscopy through bilateral salpinguectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pneumonia had resolved. At the time of the report, the fallopian tube perforation, device breakage, mental disorder, back pain and hypersensitivity outcome was unknown and the pelvic pain, procedural pain, pain, abdominal pain lower, inflammation, abdominal pain, gastrointestinal disorder, heavy menstrual bleeding, menstruation irregular, erythema, medical device discomfort and hypomenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, erythema, fallopian tube perforation, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, hypomenorrhoea, inflammation, medical device discomfort, menstruation irregular, mental disorder, pain, pelvic pain, pneumonia and procedural pain to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: contrast was not observed through fallopian tubes. Ultrasound scan - on (B)(6) 2013: results: essure normo-inserted; on (B)(6) 2014: results: essure visualized in the fallopian tubes. Diagnostic results: (B)(6) 2014: analytical tests: mchc 32.2, neutrophils 47.6, eosinophils 6.7. (B)(6) 2015: neck echography: thyroids without echographic alterations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new lawyer and new adverse events received: psychological problems, back ache, allergy, device breakage, organ tearing. The adverse event abdominal pain was changed to serious abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body'), pelvic pain ('pelvic pain after the product insertion'), pneumonia ('pneumonia') and abdominal pain ('high punctures especially on the right side/ abdominal pain as a puncture / serious abdominal pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia in 2010 and pneumonia in 2004. Previously administered products included for an unreported indication: iud inserted. Concurrent conditions included drug intolerance. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("pain during the product insertion"). On (B)(6) 2013, the patient experienced abdominal pain lower ("severe abdominal pain/abdominal pain in lower hemi abdomen (iliac right fossa) with exacerbations"). In (B)(6) 2014, the patient experienced pneumonia (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain unbearable"), inflammation ("inflammation of the abdomen"), abdominal pain (seriousness criterion medically significant), gastrointestinal disorder ("intestinal problems"), heavy menstrual bleeding ("menstrual cycle more intense / heavy bleeding during periods"), menstruation irregular ("imbalances in the menstrual cycle"), erythema ("redness in the neck and head"), medical device discomfort ("she felt as if essure sticking"), hypomenorrhoea ("bleeding in lower quantity than her usual menstrual bleeding"), mental disorder ("psychological problems"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), omeprazole and surgery (essure removed by laparoscopy through bilateral salpingectomy and essure removed by laparoscopy through bilateral salpinguectomy). Essure was removed on (B)(6) 2015. In (B)(6) 2014, the pneumonia had resolved. At the time of the report, the fallopian tube perforation, device breakage, mental disorder, back pain and hypersensitivity outcome was unknown and the pelvic pain, procedural pain, pain, abdominal pain lower, inflammation, abdominal pain, gastrointestinal disorder, heavy menstrual bleeding, menstruation irregular, erythema, medical device discomfort and hypomenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, erythema, fallopian tube perforation, gastrointestinal disorder, heavy menstrual bleeding, hypersensitivity, hypomenorrhoea, inflammation, medical device discomfort, menstruation irregular, mental disorder, pain, pelvic pain, pneumonia and procedural pain to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loos of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: contrast was not observed through fallopian tubes. Ultrasound scan - on (B)(6) 2013: results: essure normo-inserted; on (B)(6) 2014: results: essure visualized in the fallopian tubes. Diagnostic results: (B)(6) 2014: analytical tests: mchc 32.2, neutrophils 47.6, eosinophils 6.7. (B)(6) 2015: neck echography: thyroids without echographic alterations. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.